Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 472 mg/dl. The customer treated with the pump. The customer also had low reading of 64 mg/dl and treated with a glass of orange juice. Customer declined to troubleshoot. The product was not returned for analysis.